Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a breast tumor excision, while ligating a vessel, the clips did not close while they squeezed the handle and the clips were stuck. There was tissue damage but it was not permanent. Also the back of the product packaging was also slightly open. Another brand of clip applier was used. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a breast tumor excision, while ligating a vessel, the clips did not close while they squeezed the handle and the clips were stuck. Also the back of the product packaging was also slightly open. Another brand of clip applier was used. There was no patient injury.